Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -7.50 into the patient's left eye (os) on (B)(6) 2023. The patient experienced a low vault. On (B)(6) 2024 the lens was exchanged with the same model, longer length lens and the problem was resolved. The reporter indicated the cause of the event is unknown.